Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. D4 unique device identifier (UDI): the manufacturing date for the reported device is prior to 24sept2016 so no UDI required.

Event description:
It was reported that that the heart rate corrected interval (qtc) measurements are consistently high. The device was in use on a patient at the time of the event. There was no adverse event reported.